Event description:
Customer reported that a multistix 10sg dipstick was reading a creatinine and ratio result. The urine sample was sent out for confirmation and the creatinine was negative. There was no report of injury for this event.

Manufacturer narrative:
The cause for the discordant creatinine and ratio results is unknown. The use of proper sampling technique has been re-emphasized with the customer.